Event description:
During follow up with the care giver (cg) regarding an alarm, the cg reported to baxter product surveillance that they changed out only the cassette to try to resolve the issue but were unsuccessful. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check supply line, patient switched a bag only and reused the cassette and other bags (partial swap), which is poor aseptic technique. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.